Event description:
Treatment of an avm aneurysm. It was reported, the marathon and mirage guidewire, were used for navigation, and the guidewire's torque was not responding. Another guidewire was then used, and the same issue occurred. The system was removed from the patient, and the guidewire was observed, had exited out of the catheter prior to the distal tip. No patient injury reported.

Manufacturer narrative:
The catheter has been evaluated, and a punctured hole was found at 3.5cm from the distal tip. Results: catheter lumen.